Event description:
It was reported that during the ureteroscopy procedure to treat kidney stones, the fiber started making a weird noise. It was found that the fiber had broken in the fiber body. It was noted that no fiber fragments fell inside the patient. The fiber was being used at a setting of 0.3 joules and 100 hertz, and no significant deflection of the fiber was required to reach the treatment site. The fiber was replaced, and the procedure was completed without any patient complications.

Event description:
It was reported that during the ureteroscopy procedure to treat kidney stones, the fiber started making a weird noise. It was found that the fiber had broken in the fiber body. It was noted that no fiber fragments fell inside the patient. The fiber was being used at a setting of 0.3 joules and 100 hertz, and no significant deflection of the fiber was required to reach the treatment site. The fiber was replaced, and the procedure was completed without any patient complications.